Event description:
Peripherally inserted central catheter (PICC) line: internal catheter break. Patient was receiving medications meant for central lines only due to their risk of extravasation. The patient's left arm started swelling around the PICC site at [date and time redacted]. Rn notified md and an ultrasound was ordered and did not show a dvt (deep vein thrombosis). Rn consulted with vascular access and md and asked if the infusing tpn/lipids should be moved to another line if there was suspicion of the line being cracked. The line still had brisk blood return so they were pretty sure the swelling was not related to extravasation. When rn returned to work [date redacted] night shift - the left arm was more swollen, the skin was taught, and the swelling had spread to the left chest, left back, and down the lower left arm with a new bruise. Rn consulted vascular access who came and assessed the line. She recommended another ultrasound with the PICC and central line dressings removed to assess under the dressing. The ultrasound was negative for a clot but the swelling continued to worsen. At this point normal saline was running through both lumens at a total of 5 ml/hr. Vancomycin was ordered and started in case this was cellulitis. A few hours later the pump beeped that it was occluded and the rn flushed and checked for blood return. There was no blood return and the flush leaked out of the dressing. Vascular access rn was consulted again and she assessed and removed the PICC. After the PICC was removed we saw there was a break in the red lumen about 2 cm past the cap. Md was called to bedside and helenex was ordered and given in the left arm since tpn infused through this lumen for 24 hours prior. A wound consult was also placed to monitor for affects in the following days. No evidence of other influencing factors. Per the charting, there is evidence that the line started showing signs of concern [date redacted] (arm swelling) and required tpa for occlusion ([date redacted]). In reviewing with staff involved there were several vad consults around this line and need to trouble shoot. Until the day of the incident, the swelling and leaking was not noted. Location of where the catheter tore is close to the insertion site which would explain the leaking under the dressing. This does not explain the swelling or infiltrate symptoms. Catheter brand: medcomp 2.6f dl vascupicc, catheter lot number: mrjf660, catheter expiry date: 5/1/2027. PICC line removed from patient and disposed of.